Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure the patient died. The target lesion was located in the left main artery. The reference vessel diameter was 3mm and the lesion length was 24mm. Pre-procedure stenosis was100% and post-procedure was 5% stenosis. A 3.0x24mm liberte stent was implanted. No attempt was made for direct stenting. The procedure was a technical success. The patient was discharged that day without anginal complaint or silent ischemia. Discharge medications were asa and clopidogrel. The same day of discharge, the patient experienced sudden cardiac death.